Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: system blocked (more details later!). Additional information received from applied medical company rep. Via email on 28feb25: when closing the bag, the ring around the cord got stuck/blocked and broke loose inside the abdomen of the patient (it did not progress to fully closure of the bag). The bead was totally separated from the bag, it was sent back together with the bag. No image and no spillage of the specimen. Intervention: removal of the broken piece. Patient status: patient is ok.

Event description:
Procedure performed: cholecystectomy. Event description: system blocked (more details later!). Additional information received from applied medical company rep. Via email on 28feb25: when closing the bag, the ring around the cord got stuck/blocked and broke loose inside the abdomen of the patient (it did not progress to fully closure of the bag). The bead was totally separated from the bag; it was sent back together with the bag. No image and no spillage of the specimen. Additional information received from applied medical company rep. Via email on 21mar25: the bead was totally broken from the system, I attached a picture for example, I draw a circle on the image around the bead that was loose. The client confirmed me that they sent the inzii bag + bead back in the foreseen bag+box. Additional information received from applied medical company rep. Via email on 08apr25: I checked with the responsible and it was the right unit that was returned (¿system blocked¿), but only the answers on the questions were wrong, the surgeon was confused because of another cer with an inzi retrieval bag. I sent the questions again to him with the explanation that these were about the second cer. I hope he will answer soon! Additional information received from applied medical company rep. Via email on 17apr25: got an email from the surgeon that he doesn¿t remember this problem anymore, so he can¿t fill in the questions I re-sent to him. Additional information received from ce via email on 14may25: upon reviewing the complaint data of [hospital] and the event unit, the provided information for bead detaching is likely regarding complaint 2025-000031. Intervention: removal of the broken piece. Patient status: patient is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of bag is unable to be deployed. It was observed that a portion of the cord loop was flattened and frayed near the cord knots. Based on the condition of the returned unit and the description of the event, it is likely that the cord jammed during deployment, preventing the bag from coming out of the tube. It is also possible that the cord loop was not properly tucked during manufacturing. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as the inability to deploy the specimen bag is unlikely to cause or contribute to death or serious injury. Correction: h6. Updated coding.